Event description:
Healthcare professional reported a xen®45 gts "implant broke due to slider defect about midway of sliding" during implantation in right eye. Surgery was completed with a backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a slight gap was observed between both syringe case halves near the needle-end of the injector. This was not determined to be significant enough to prevent the performance of a functionality test. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "implant broke due to slider defect about midway of sliding" during implantation in right eye. Surgery was completed with a backup device. No eye injury reported.